Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor exhibited under-sensing. No intervention was performed. There were no patient consequences.